Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, parts order has been submitted for fulfillment for mainboard under purchased order number 2101911759. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vela ventilator had low vte (end-tidal volume) delivering 300 when set up to 500. Furthermore, there is no information regarding patient associated with the reported event.